Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or beeps were noted during testing. The unit also had a cracked case at the display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and that the pump is beeping a lot. The patient's blood glucose at the time of incident was 166 mg/dl. The customer stated that while trying to bolus none of the buttons were working and the button error alarm occurred. The customer tried to take the battery out but the issues persisted. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the alarm and keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.